Event description:
Initial hba1c result of 6.0%. Same sample repeated twice recovered 15.2% abd 6.0%. Initial result was not reported. The field service representative determined the cause to be excessive vibration of one of the work situations on the instrument. The instrument was repaired.